Manufacturer narrative:
Due to non-disclosure policies at mayo clinic, no patient information would be released, including patient initials, dob or age, weight, comorbidities, and medications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. Reportedly the patient had a high angled aortic neck. During the procedure, the gore® excluder® conformable aaa endoprosthesis could not be reconstrained. The device was deployed and covered the right renal artery. Two icast covered stents were implanted in the right renal artery. The renal artery was patent at end of procedure. The patient tolerated the procedure.

Manufacturer narrative:
Addition section h6. Addition the device was returned to gore for evaluation. Per the evaluation engineering inspected the returned device. The secondary deployment knob was undeployed and remained on the device. The reason for the secondary deployment knob still being in place on the delivery system handle and deployment line being routed through the catheter is unclear, as it was not discussed in the event description. Engineering was unable to determine a relationship between this observation and the reported inability to reconstrain the device. There were no abnormalities to the constraining mechanism that could have resulted in the reported inability to reconstrain the device. There was no evidence of damage to the constraining loop or leading tip and the constraining mechanism functioned as expected when the knob was turned. Given the separated state of the returned components and lack of endoprosthesis, further assessments or conclusions regarding interactions between components could not be made. Based on the findings from the evaluation, engineering was unable to confirm the observation that ¿the gore® excluder® conformable aaa endoprosthesis could not be reconstrained¿.